Event description:
It has been reported to us that the distal tip of the guide wire separated and remains inside the patient's vessel. At this time, the product will not be returned for evaluation and an attempt made to obtain additional information about the case.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation at this time. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is unknown and therefore a review of the device history record cannot be performed. This being the case at this time, this is considered to be the initial and follow-up medwatch report. If the actual product is returned, it will be evaluated and a follow-up report will be submitted with the results. Device discarded - not returned for evaluation.